Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: synergy ous mr 4.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to stent strut rows 1 and 15 ( counting from the proximal end) stent struts were lifted and pulled in a distal direction .the undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 470mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00 x 32mm synergy¿ drug-eluting stent was advanced to treat the lesion but was not able to cross. The procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damaged.